Manufacturer narrative:
Photos were provided capturing parts of the log file. These photos indicate that the particular device was switched-on at the date of event several times. (The fabius only logs instances of being switched-on; switching the device off will not produce a log entry.) Another aspect that can be derived from the photos is that the device was repeatedly disconnected from mains and immediately reconnected. In such case of mains disconnection the device is designed to continue operation on battery supply. It can be confirmed for the date of event that the device behaved according to specifications and ran further on battery when mains supply was lost - evidence is provided by the screenshots. Hence, the loss of mains supply was not the root cause for the suspected behavior. The "footprint" left in the log file by the error condition and the details of the description of event point to a problem with the main switch of the device. It was recommended to the local service organization to replace the entire subcomponent but it was responded back that the user facility did not give its okay to the suggested measure. Hence, it cannot be concluded with certainty if the theory explains the observed device behavior or not.

Event description:
Please refer to the initial MFR. Report #9611500-2019-00143.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during the surgery, the ventilator was not working and the display blacked out. There was no patient injury reported.